Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4 jammed and rear was broken. Customer tried to reboot and recover the storage space, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was hard to open. A field service engineer (fse) released all cubie pockets, removed the drawer, and fixed the plate on the replacement drawer. The new drawer was installed, cubie pockets were reinserted, and the station was powered on. The drawer was reconfigured and verified to function successfully. The system functioned as intended after the field service engineer repaired the device.